Manufacturer narrative:
One sample was received for investigation and the customer's results could be reproduced. An interfering factor against ft3 antibody / idiotype could be identified in this sample because decreased ft3 concentration value could be observed using polyclonal antibody. This interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Event description:
There was an allegation of questionable thyroid results for one patient from the cobas e801 analyzer. The customer repeated the sample on wako accuraseed and abbott alinity. The sample was submitted for preliminary investigation and was tested on a cobas e801 analyzer. Refer to the attachment to the medwatch for all data. Based on the results the customer alleged a nonspecific interference in roche assays. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
Sample from the patient was requested for further investigation.